Event description:
Glidescope failed during acls (advanced cardiac life support). Screen display was totally black. Issue identified as bent pins at hdmi cable connection. Resuscitation maintained with continuous ventilation and patient intubated by direct laryngoscopy. Airway confirmed with auscultation and co2 (carbon dioxide) detector. A second glidescope obtained by respiratory staff and found to be in working order.